Event description:
It was reported that the pump exhibited a battery communication issue. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in excellent condition. A review of the event history log identified base hardware failure and battery communication timeout in history. During functional using the reported problem was duplicated during power up process. Base hardware had intermittent battery readings. There was no physical damage or contamination to interconnect board. The root cause of this issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced interconnect board and battery as preventive measure.